Event description:
On (B)(6) 2011 a doctor reported that two (2) patients experienced sensitivity after placement of temporary restorations. This MDR is the second of two (2) reports.

Manufacturer narrative:
The patient experienced sensitivity on the tissue immediately after placement of the temporary restoration which was removed and replaced. The doctor's office stated a different product will be used for recementation. No prescription medication was required to treat the patient. No product was returned by the customer. A retain sample was evaluated for gel set time and appearance and met product specifications. A review of the manufacturing records indicated that there were no non-conformance or variances in the manufacturing process. These investigation results indicated that this incident was not the result of product failure. Tested retain sample.